Event description:
It is reported that the universal modular electric/battery double trigger handpiece has the lower trigger which was stuck in the on position (handpiece working by itself), and returns to its position gradually. There was no patient harm however there was a delay in surgery for less than 15 minutes.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow-up medwatch will be submitted once the investigation is complete.